Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case edwards learned that a 31mm pericardial mitral valve was explanted at implant. It was learned that prior to re-do, patient was undergoing weekly blood transfusions for hemolysis felt to be related to her mechanical valve. She also had atrial fibrillation, pulmonary hypertension, non-insulin dependent diabetes, mesenteric artery stents. Clinical observation at the time of the mitral mechanical explant noted the mechanical prosthesis was eroded to the intramyocardial tissue. The surgeon replaced the mitral valve with a 31mm pericardial valve and then proceeded to complete the tricuspid repair. While coming off bypass to complete the surgery, bleeding was noted at the back of the heart. The source of bleeding was found to be av groove disruption. The 31mm pericardial valve was explanted. Pericardial patch, prolene sutures and a 29mm pericardial valve was used to repair and replace the mitral valve. In the operating room, there was no arterial bleeding. The physician packed the area and achieved homeostasis. Chest was closed. Right and left ventricular function ¿looked reasonable¿. The patient¿s blood pressure was low and the patient required high dose inotropic support so the surgeon elected to place an intra-aortic balloon pump for cardiac support. The patient was transferred to ICU in stable condition. Discharge summary indicated one hour after admission to ICU, the patient had a vfib cardiac arrest requiring CPR for 4-5 minutes. The patient was stabilized. She developed subsequent seizures. After discussion with the patient's family, care was withdrawn and the patient expired.

Manufacturer narrative:
(B)(4). Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it was discarded by the hospital. Without return of the device, the clinical observation cannot be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No manufacturing issues were identified that would have impacted this event. Atrioventricular dissociation (av) dissociation is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av dissociation is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.